Event description:
Information received indicates the head of the bed cannot be raised. The account indicated the foot pump is hard to push.

Manufacturer narrative:
The account replaced the head valve to repair the bed.